Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture kept popping off of the needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - if possible, please confirm the number of sutures that "kept popping off of the needle" during this procedure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events captured via: 2210968-2024-04253 2210968-2024-04254.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2024 corrected information: b1, h1 additional information was received indicating this medwatch is no longer reportable. This event was submitted under medwatch # 2210968-2024-05537. Additional information was requested, the following was obtained: * if possible, please confirm the number of sutures that "kept popping off of the needle" during this procedure. 1 suture in 2 different heart cases please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) nurse circulator * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device will be shipped today. The first package that I received didn¿t have return postage in it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.